Manufacturer narrative:
Explant date: if explanted, give date: not applicable as there is no indication that the lens was explanted. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that 7 days post operatively, an intraocular lens (iol) was noticed rotated in the right eye (od - oculus dexter) of a (B)(6) year-old male patient. The lens, initially implanted at 113 degrees, was noticed at 125 degrees, 7 days post-op. The patient¿s vision was reported as not good. Refraction post-op od: +0.75-1.00x158, visual acuity post-op: od: 6/7.5 -2. No additional information was provided to abbott medical optics. Note: iol rotation was reported for the left eye as well (a separate MDR will be submitted for this event). The iol in the left eye was repositioned. The iol in the right eye was not repositioned as the patient is ok with binocular vision and he sees very well after the iol repositioning. Two MDR¿s are being submitted for this complaint folder. This report captures the event for the right eye.

Manufacturer narrative:
Additional information was received and it was learnt that the intraocular lens was noticed rotated (in the right eye of the patient) 1 day post-op and not 7 days post-op as initially reported. The lens initially placed at 113 degrees was noticed at 121 degrees and not at 125 degrees as reported in the initial MDR. The patient was seen again on (B)(6) 2017, and no additional rotation was noticed. Reportedly, the lens was not repositioned as the patient was happy with their vision. This event has now been determined not to be a reportable event. Date of event from (B)(6) 2017. All pertinent information available to abbott medical optics has been submitted.